Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were intermittently unresponsive and the keypad was worn off. The reporter alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad cover was torn over 'ok' button. 'Contrast' button is unresponsive. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts.unrelated to this complaint, a dim pink display screen was observed. Open pump to take away a bad display screen to complete a test with known good display screen, the good display screen is showing a strong contrast and clear text. Display lens cracked around the edges. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.